Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv), right atrial (ra) and left ventricular (lv) leads have been showing elevated thresholds and low amplitude signals at the rv lead, therefore the lead was programmed to subthreshold outputs. Furthermore, there was ra lead noise over sensing, for which the field representative reprogrammed ra sensitivity to avoid some of the noise as well as programming for dual pace and sense to avoid inappropriate mode switching. When reviewing the presenting electrogram a blanked rv sensing was found to be the intrinsic sense from the lv paced event that captures but the rv pacing does not capture as it propagates to the rv. It was also discussed that the lv lead is in the rv rate sense port. This is an off label configuration and actually the lv sensing amplitude is low. They were planning to complete a venogram to determine if access was available to drop a rv rate sense lead. The crt-d, rv, ra and lv leads remain in service at this time. No adverse patient effects were reported.